Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an alarm on the insulin pump after a battery change. They were unable to clear the alarm because the buttons were unresponsive. The customer¿s blood glucose during the incident was unknown. The time on the clock advanced when monitored for a minute. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm, reset time/date anomaly or other alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.